Manufacturer narrative:
PMA/510(k) # = p050017, s002 and s003. The exact lot number was not confirmed; however there were two possible lot numbers cf761540 or cf813250 provided for the first stent placed. There was no ziv5-18-125-6-80 device of lot cf761540 or cf813250 in stock at the time of the investigation. 1 x ziv5-18-125-6-80 device of lot cf744436 was returned for evaluation. It was returned in its original packaging and was open on receipt. The complaint information stated that user of the device had the following issue: ¿the device (ziv5-18-125-6-80/ either cf761540 or cf813250 (lot# cannot be determined.)) Was placed for ppi in the left sfa with cross-over approach as the first stent, and post balloon dilation was performed with jackal 6-20mm (by kaneka medix). Then, the second stent (ziv5-18-125-6-80 / cf744436) was used. Since the delivery system of the second stent stopped advancing at proximal edge of the first stent, the delivery system was removed. When the physician inspected the delivery system visually, he thought that the second stent was slightly protruded from the outer sheath tip since it looked like that. However, the investigation revealed that the protruded stent was not a part of the second stent but fractured first stent, and there was no issue noted with the second device. It is unknown which wire guide was used for each stent deployment. Another stent (ziv5-18-125-6-80 / lot unknown) was placed instead, and the procedure was completed." On evaluation of the returned device it was noted that a stent was partially protruding from the outer sheath. On deploying this stent during the evaluation, it was confirmed that the partial fragmented segment of stent that protruded was actually the backing of the first stent that was previously placed that had jammed in the internal diameter of the outer catheter. There was one rivet present. Following that, the second stent was deployed in the lab without difficulty and no issues were noted with that stent. The customer complaint could be confirmed as the device was returned with a stent partially protruded from the outer sheath. Response received from the relevant engineer at (B)(4): ¿the reason for this fracture is that the delivery system for the second stent became snagged in the first stent. When the second delivery system was pulled back it pulled off the end of the first stent. This suggests that the first stent may not have been fully expanded resulting in the delivery system for the second stent becoming caught. In the image it does appear that the first stent was expanded but we cannot tell if it was expanded fully. It could also be that a small section of the stent (i.e. The eyelet) which was fully deployed got caught in the sheath¿ as the actual use conditions cannot be replicated in the laboratory we are unable to conclusively determine the cause of this complaint. The following information was provided: ¿the physician has not noticed that the first stent was fractured. The remaining part of the fractured stent remains in the patient. Post balloon dilation was performed in the first stent with jackal 6-20mm." A review of the qc records for component lot number ch803658, ch808573 and ch753125 did not reveal any discrepancies which could have contributed to this complaint issue. A review of the manufacturing records for ziv5-18-125-6-80 device of lot number cf761540 and cf813250 revealed no discrepancies related to this complaint issue. Prior to distribution all ziv5-18-125-6-80 devices are subject to visual inspection and functional checks to ensure device integrity. The 2 year complaint history has been reviewed and the occurrence of this complaint type is low. There was no known adverse effects to the patient due to this issue. Complaints of this nature will continue to be monitored to identify potential emerging trends.

Event description:
The device (ziv5-18-125-6-80/ either cf761540 or cf813250 (lot# cannot be determined.)) Was placed for ppi in the left sfa with cross-over approach as the first stent, and post balloon dilation was performed with jackal 6-20mm (by kaneka medix). Then, the second stent (ziv5-18-125-6-80 / cf744436) was used. Since the delivery system of the second stent stopped advancing at proximal edge of the first stent, the delivery system was removed. When the physician inspected the delivery system visually, he thought that the second stent was slightly protruded from the outer sheath tip since it looked like that. However, the investigation revealed that the protruded stent was not a part of the second stent but fractured first stent, and there was no issue noted with the second device. It is unknown which wire guide was used for each stent deployment. Another stent (ziv5-18-125-6-80 / lot unknown) was placed instead, and the procedure was completed. There has been no patient outcome reported.